Event description:
Technician alleged that the bed is not communicating with the nurse call. No pt impact.

Manufacturer narrative:
Technician troubleshoot the bed and replaced the side com power control board to resolve this issue.